Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. The pt presented to a follow-up appointment reporting that he had been experiencing incontinence since the implant of the scs system. A review of the pt's medical history found that the pt had fallen four separate times within the last month. An x-ray of the pt revealed that one lead contact has migrated slightly. The lead has been electrically abandoned until it can be replaced. It is unk if the lead will be explanted and/or returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.